Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal of the mesh on (B)(6) 2012. The surgeon noted the previously placed mesh had curled up toward the left side of the midline surrounded with massive omental adhesions. Furthermore, there was a recurrent ventral hernia with incarcerated omentum lateral to the previous hernia repair site. It was reported the patient continues to experience severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/22/2021. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional b5 narrative: it was reported that the patient experienced mesh migration and inflammation following surgery. Date sent to the FDA: 3/22/2021. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.